Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording period between 9-may-2019 and 20-nov-2019,, the right ventricular pacing threshold was initially recorded at approximately 0.7 v at the end of the recording period it fluctuated. The right ventricular pacing threshold was initially recorded at approximately 350 ohms, at the end of the recording period it fluctuated with maximum values of 750 ohms. In the iegm episodes, artifacts were visible in the right ventricular as well as inadequate ICD chargings and shocks, as indicated in the complaint. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was capped 65 months after the implantation due to oversensing with shock delivery.